Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and during a rewind attempt the device went blank. The customer just had an MRI but the MRI machine was not on in the presence of the insulin pump. The patient's blood glucose at the time of incident was 234 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump alarmed motor position encoder error at one point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind test and error alarm confirmed in alarm history due to motor encoder signal out of phase. We were unable to perform functional tests including displacement test, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to motor error alarm. No blank display or reset settings noted during testing. The insulin pump had cracked case at display window corner.